Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. The patient was treated with intraperitoneal vancomycin (dose and frequency not reported) for the event. After seven days, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis with ongoing antibiotic therapy. Dianeal therapy was ongoing. No additional information is available. This is report 4 of 4 involved in this peritonitis event.